Manufacturer narrative:
Date of manufacturer: 07/25/2018. Date of report: 09/22/2018. (B)(4). The service technician could not duplicate the reported problem, but verified that an error was logged. The service technician replaced the blower. Failure analysis on the returned blower shows no problem was found during testing.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported that the "check vent: blower temperature high¿ alarm occurred. The unit was being used on a patient at the time the reported issue occurred; however, there was no patient harm.